Manufacturer narrative:
(B)(4). Udis of the lots are not available as no lots of the devices implanted in 2008 have been provided.

Event description:
On an unknown date in 2008, this patient was implanted with gore® tag® thoracic endoprostheses for treatment of small thoracic aortic aneurysm (size unknown). Lot numbers of the gore® tag® thoracic endoprostheses are unknown but have been requested. On (B)(6) 2017, follow up imaging reportedly identified a suspected type iii endoleak. On (B)(6) 2017, an additional procedure was performed. It was reported the aneurysm at the time of intervention measured 8.0 cm. It was reported that during the intervention, an obvious endoleak was not identified due to the patient not being able to receive much contrast from kidney issues. However, it was reported the distally implanted tag device lacked complete wall apposition reportedly due to the angulation of the distal aorta, and it was reportedly thought this was resulting in a distal type I endoleak. The physician reportedly decided to reline the previously implanted devices by implanting two conformable gore® tag® thoracic endoprostheses for proximal and distal extension. It is reportedly unknown if the endoleak was completely resolved at the end of the procedure due to the patient¿s issues with contrast. The patient will continue to be monitored at this time. The patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
Multiple attempts via written attempts and phone call were made to the physician's office and hospital for additional information, including device lot numbers implanted in 2008, patient's medical history, and medications. However, no additional information has been provided. (B)(4).